Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. Approximately half way through the procedure, the blade would not become exposed. The case was completed with a new device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.